Manufacturer narrative:
The service rep found error message to be related to movement of the x-ray head from locked to unlock position and back. Found cable harness in x-ray head to be under a considerable amount of tension and strain when head is in the x-ray position. Several connectors were loose. Adjusted cable harness in x-ray head to remove tension when head is in x-ray position. Re-seated and secured connectors. System operates properly at this time.

Event description:
Customer reported in 2007 that system give a "rotor error" error message and would not fluoro. No risk of injury to patient or staff.